Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: during drainage of the patient it was noticed that the set was sliding downwards on the pole it was attached to. Tightening the screw did not prevent the set to continue sliding downwards. (During use on patient) the patient was in a critical condition both before and after the event. Other action taken: an additional fixation of the set to the pole was attached. No event date provided. On (B)(4) 2014 additional information from the affiliate stated: no, there was not more than 30 minutes delay. The incident did not happen during surgery, but usage after surgery. It is not reported any adverse consequences on the patient.